Event description:
Patient presented to medical doctor's office visit three years post bi-lateral sinus. Tarsi plug surgery. Right foot plug was displaced which requires revision. Post operative complications include foot collapse, tissue and nerve irritation. Left foot plug intact.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.